Manufacturer narrative:
Reported event of brush bent. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used in the common bile duct during a biliary cytology procedure on (B)(6) 2016. According to the complainant, during the procedure, resistance was encountered when the physician attempted to advance the brush from the catheter in the bile duct. The device was retracted into the duodenum where it was noticed that the brush was bent. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Detailed analysis of the returned rx cytology brush revealed the unit was damaged at the distal end. Visual assessment found the presence of residues on the device indicating use and handling. Brush wire had been kinked in the brush bristle section 12 mm from the distal tip. Functional evaluation found the device would extend with no issue, however, an attempt to retract the brush was not possible due to the kink encountered. The event was most likely caused by some aspect of tortuous anatomy or other operational aspect of the procedure. Therefore, the most probable root cause classification is "operational context." A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used in the common bile duct during a biliary cytology procedure on (B)(6) 2016. According to the complainant, during the procedure, resistance was encountered when the physician attempted to advance the brush from the catheter in the bile duct. The device was retracted into the duodenum where it was noticed that the brush was bent. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.